Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed rash, inflammation, blisters, dry skin, drainage, and an infection under the sensor patch. The patient had itching and skin burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On 08/03/2025, the patient consulted a physician who prescribed an oral antibiotic medication (cephalexin, unspecified dosage), and the area healed after treatment. The method used to diagnose the infection was not specified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).